Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and could confirm the reported issue. He traced the failure back to a defective switch. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The affected part was requested back to the manufacturer site for a detailed investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a s5 roller pump shut down and showing an error message after trying to turn it back on. The procedure continued by hand-cranking and completed after switching the pump with another pump module. There was no report of patient injury.

Manufacturer narrative:
The replaced switch has been investigated at the manufacturer site and it was found that the switch was not within specification.

Event description:
See initial.